Event description:
Philips was notified that the unit failed to power up.

Manufacturer narrative:
(B)(4): philips was notified that the unit failed to power up. The unit was repaired locally by replacing the optical switch. Replacing the optical switch resolved the reported failure.